Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's reported problem was confirmed. The device found downstream occlusion to be stuck at 137 mv and alarmed "cassette not attached properly" message when latched with cassette. It determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced to correct the reported issue. It was also found that the battery compartment was cracked at the hinge by the battery door. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited dso stuck at 137 mv and had a damaged battery compartment. No patient was involved in this event. No adverse effects were reported.